Event description:
Customer reported that the tip of the device was observed within the abdominal cavity. The patient was returned to surgery five days after the initial procedure for removal of the retained foreign body. The surgeon commented that he did not think to look for the device at the time of the initial procedure.

Manufacturer narrative:
Conclusion: it is the opinion of our medical director that this portion of the device is meant to be removed from the peritoneal cavity after use according to the instructions for use. A simple inspection of the device after removal would assure that no portion was left behind. This event appears to be the result of surgeon technique and not a product malfunction or defect.